Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed typical usage with no evidences of short battery life. On investigation, the pump powered up and functioned properly. Electrical current draws were within specifications. The pump casing was opened to further investigate and no anomalies were found with the pump interior or the power circuit. The investigation was unable to confirm or duplicate the reported power issue.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump is experiencing a shortened battery life. It was reported that the battery cap was changed 6 months prior to the complaint. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.